Event description:
Customer reported the alarm has power yet the led display is not visible. No other damage to the outside of the alarm reported. The customer did not provide a date when this was discovered and there was no patient incident or injury reported.

Manufacturer narrative:
Results: other- evaluation of the returned unit confirmed the reported issue. Unit powers up that the lcd display is completely blank. Alarm still sounds when it should. Nurse call light turns off intermittently at the nurse call test fixture when the nurse call cable is wiggled. Battery door hinge has broken off and is missing. Bottom right corner of the case is cracked and the bottom right screw on the back of the case is rusted. Liqui label shows moisture exposure. The battery door still closes securely and does not open on its own despite the damage. Note: instructions for use state: the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).